Event description:
Pt (B)(6) of age with glycogen storage disease type bi. During overnight feeding, the pump stopped w/o alarming. Next morning, child was found by parent with a blood sugar level of 0.5 mmol/k. Father (medical doctor) administered glucose. Patient injury/medical intervention: yes.

Manufacturer narrative:
The following (B)(4) was submitted in response to the incident described in this MDR. The pump is manufactured to specification by (B)(4) for the (B)(4) MFR. This device is sold exclusively to an international market. However, it is similar to the enteralite infinity enteral feeding pump available for distribution in the united states. Pump was not returned to united states. MFR's analysis: on arrival, the pump has been investigated. The occlusion alarm function of the pump was tested and found to be working as expected giving an occlusion alarm in case upstream and down stream occlusions were simulated. On reading the pump log history file, it shows an occlusion alarm preceding the actual event. From the log file, we could also read that the prime function was used directly following this occlusion event. Using the prime function while there still is an occlusion is against the instructions for use as this will re-calibrate the occlusion alarm parameters of the pump. The pump is subject of further tests. The user quite likely tried to overcome the occlusion situation by using the prime function and did not resolve the occlusion as mentioned in the product ifus. Initial corrective actions/preventive actions: implemented by the MFR. Revision of the IFU, elaborating in more detail about the importance of solving the occlusion prior to continuation of the feeding regime or carrying out any other actions. The pump performed and functioned as intended and design.